Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description. The ventilator was investigated on site by our field service engineer who found out that pressure transducer circuit board was defective and it was replaced. After replacement of the defective part, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).